Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the pulse generator could not be interrogated. Premature battery depletion was suspected. No patient symptoms were reported. The device was explanted and replaced on (B)(6)2015 with no adverse consequences.